Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse went to deflate the balloon to discontinue the foley, and was unable to get all of the sterile water to come out into the syringe that would deflate the balloon. She was able to get 2-3 ml¿s of the 10 ml¿s that should have been inserted. The complainant noted that 2 other rns had similar issues regarding removing foleys. They were also unable to get the full amount of sterile water out. One of them had gotten a 7 ml return and the foley came out, but the balloon was still partially inflated. The others only got 2 ml out as well.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the nurse went to deflate the balloon to discontinue the foley, and was unable to get all of the sterile water to come out into the syringe that would deflate the balloon. She was able to get 2-3 ml¿s of the 10 ml¿s that should have been inserted. The complainant noted that 2 other rns had similar issues regarding removing foleys. They were also unable to get the full amount of sterile water out. One of them had gotten a 7 ml return and the foley came out, but the balloon was still partially inflated. The others only got 2 mls out as well.